Manufacturer narrative:
A ge oec service representative investigated the issue and found the ps1 power supply was below the 5 volt threshold and was adjusted up to proper specification. The battery was also replaced on the x-ray controller pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a described system lock-up. The user may believe the system is making x-rays because in the locked state, the audible and visual indicators remain on, although the system is not producting x-ray.